Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the insert would not seat into the tibial tray. It appeared that the locking mechanism was damaged. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibial component stemmed; p/n: 00598004701, l/n: 63408894; femoral component; p/n: 00599601502, l/n: 63931759; headed screw 48 mm; p/n: 00598304048, l/n: 63925201; headed screw 48 mm; p/n: 00598304048, l/n: 63703088; stem extension straight; p/n: 00598801215, l/n: 63820332. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part found damage to the distal surface edges and the dovetail feature appears to be both flared out and compressed. Dimensional evaluation of the returned part determines that the articular surface conforms to the measurable print specifications. DHR was reviewed and no discrepancies were found. Investigation results concluded that the cause of the reported event is indicative of misalignment between the articular surface and the tibial component. Therefore, the root cause of the reported event is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.